Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using proglide devices via a 6f sheath prior to endovascular aneurysm repair (evar) procedure. Reportedly, the lever to close the proglide foot was used and resistance was felt during foot closure. The foot pedal did not fully return to closed position making removal from artery a problem. The proglide device was retracted from the patient. There was no tissue damage. The sutures of the proglide device and the preplaced sutures from an additional proglide device were used to achieve hemostasis. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.